Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0510 captures the reportable event of carrier failure to retract.

Event description:
It was reported that, during a sacrospinous ligament fixation procedure using a capio slim device, the carrier failed to retract. The procedure was completed with another of the same device. No patient complications reported.